Event description:
It was reported that the hex attachment for the torque driver broke while torquing the connectors, had another hex attachment that was used successfully.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified as all released units met stryker specifications. The event happened during final tightening. The device was determined to be 12 years old at the time of the event, and the customer was unable to estimate how many times it was used before. Conclusion: the most likely cause of the event was failure during torquing due to wear caused by the device's extended use.

Event description:
It was reported that the hex attachment for the torque driver broke while torquing the connectors, had another hex attachment that was used successfully.